Event description:
A user facility reported that the lma broke into three pieces during the procedure. The three pieces were retrieved and it was reported that there was no pt injury or problem. The user facility will not be returning the lma for eval. Their legal dept will not release the device. The hosp was not aware that they had such old lmas in service and they will be looking into their procedures.